Event description:
Reported from customer: rpm's increased but the flow didn't during cardiopulmonary bypass. Clinical discussion: (B)(6) old male was emergently brought to the operating room for avr / CABG procedure. A terumo system-1 with centrifugal arterial pump and a terumo custom pack with fx15 oxygenator were used for the case. The arterial cannula was placed in the femoral artery. With pre-pump act of 526 seconds, cpb was initiated and the maximum arterial flow able to be generated was 2.0 1/min. This was about 50% of the calculated flow (based on pt size). Pump rpms were increased to over 3000 rpm and other troubleshooting was done in attempt to diagnose the causes of the low blood flow. Since a root cause was not determined, the cv team elected to wean the pt from cpb and move the arterial cannulation site to the aorta (due to pt history of peripheral vascular disease). An aortic cannula was placed, and during steps to connect the arterial pump line to the new cannula, the perfusionist was not able to move fluid up the arterial line to the table (in spite of the line being open in the field and pump speeds at high levels). The perfusionist opened the recirculation line (post fx15) and fluid moved thru the recirculation line as well as up to the arterial line in the field. When the recirculation line was again clamped, flow stopped moving up the arterial line. Since the cv team could not diagnose the cause of the no / low flow conditions, they elected to bring in a previously assembled cpb circuit (with back-up system-1) and primed this new system for use in this procedure. The delay time was estimated to be 20 minutes in total and blood loss (residual blood from previous circuit) was estimated to be 500 ml. Cpb was initiated with the new circuit and system and the procedure was completed as scheduled. The pt was not able to be weaned from cpb and a right ventricular assist device (centrimag) was placed. The pt continued to have low contractility issues and continued to be hemodynamically challenged and did expire in the operating room. The cv team is of the opinion the issues experienced with the original circuit and system had no association with the pt death. The original perfusion circuit was not saved.

Manufacturer narrative:
Terumo did not receive the actual device, however, the complaint was confirmed through clinical review. Complaint will be included in associates awareness training. The device history could not be reviewed due to not receiving the device's lot number. A device history review of tubing packs lots qc24, qh22 and qh29 was performed. There were no production issues for these three lots which could have contributed to the complaint. (B)(4).